Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Event description:
On 12/29/2016, the reporter contacted animas, alleging that the display screen was a line through the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings:. Unable to confirm complaint of "line in display". Display screen is fully functional, clear and legible. Evidence of moisture behind display lens & in battery compartment. Leak test failed due to battery compartment leak.. Audio bolus button cover intact and button unresponsive during investigation. Removed cover; evidence of moisture throughout pump internally/on force sensor plate/transceiver board . Battery compartment crack to the left of the bumper pad at the threads traveling down to the case seal. Crack between case seal & keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.